Manufacturer narrative:
Unable to submit with appropriate new h6 device code. Device code 4080, unspecified valve regurgitation is currently the most applicable code for this event. Investigation is ongoing.

Event description:
As reported by the clinical specialist, during a transfemoral transcatheter aortic valve replacement case the patient exhibited aortic insufficiency (ai) post deployment of the 26mm sapien 3 ultra resilia (s3ur) valve. The team was unable to assess whether the ai was transvalvular or paravalvular. The patient required CPR post deployment due to hypotension. A second 26mm s3ur valve was placed lower to reduce the regurgitation. There was no regurgitation noted after the valve in valve.

Manufacturer narrative:
Updated b4, g.3, g.6, h.2, and h.11. Based on a review of medical records received, the following updates have been made to reflect new information received: corrected b.5, b.7, h.6 device codes, and h.6 health effect impact code. Added additional h.6 component code. Investigation is ongoing.

Event description:
As reported by the clinical specialist, the patient underwent a successful left transfemoral aortic valve replacement with a 26mm sapien 3 ultra resilia (s3ur) valve implanted within a failing bioprosthetic aortic valve. Per medical recors reviewed, the valve was implanted with nominal volume plus 1ml. Post-dilatation was performed after valve deployment with a 26mm x 4.5cm true balloon to fracture the original bioprosthetic valve. However, there was a long run and as soon as they deflated the balloon, the patient developed hemodynamic instability and ventricular fibrillation cardiac arrest, requiring cardiopulmonary resuscitation. The patient was intubated and resuscitated. Transesophageal echocardiogram (tee) showed that the leaflet of the implanted valve was now torn with ''severe aortic insufficiency, most likely from a tearing of the leaflet of the newly implanted tavr valve.'' Another 26mm s3ur valve was successfully implanted. The systolic pressure recovered very well. The mean gradient was only 7mmhg. There was no further aortic insufficiency or perivalvular leak. The patient was transported to the recovery room, intubated in critical but stable condition. Their hospital course was uneventful and the patient was discharged home on post operative day two (2) in good condition.

Manufacturer narrative:
The valve was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the work order was performed and revealed no other complaints relating to similar events. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The IFU, preparation manual, and procedural manual were reviewed. The user is cautioned that in order to maintain proper valve leaflet coaptation, do not overinflate the deployment balloon. Valve regurgitation is listed as a potential adverse event during the procedure. Nominal volume should be used when deploying the valve. The delivery system requires a prescribed volume for thv deployment and proper function. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve central regurgitation and leaflet tear were confirmed based on the provided medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''the valve was implanted with nominal volume plus 1ml. Post-dilatation was performed after valve deployment with a 26mm x 4.5cm true balloon to fracture the original bioprosthetic valve...the patient was intubated and resuscitated. Transesophageal echocardiogram (tee) showed that the leaflet of the implanted valve was now torn with ''severe aortic insufficiency, most likely from a tearing of the leaflet of the newly implanted tavr valve.'' Another 26mm s3ur valve was successfully implanted.'' A non-ew balloon (26mm x 4.5 cm true balloon) was used for post-dilating the incident valve, and the leaflet tear was observed after the post-dilation. Per the procedural manual, ''post dilate with the same balloon''. The training manual also recommends to using the same ew delivery system to perform the post-dilation. In this case, post-dilation with a non-ew balloon could over expand or stretch on the valve leaflets, resulting in leaflet tear and/or central regurgitation. A tee revealed the s3ur thv had a leaflet tear and subsequently severe aortic insufficiency. As such, available information suggests that procedural factors (post-dilation with a non-ew balloon) may have contributed to the leaflet tear and subsequent central regurgitation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.